Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the control body fluid damage, the insertion flexible tube (ift) coating damage, the operation channel buckled, the angle wire play, the forward body frame corroded, the ccd driver pcb corroded, the lg cable connector corroded, the objective lens unit scratched, the lcb distal cover glass dirty, the junction case loosened, the insertion flexible tube (ift) worn out, the root brace rubber discolored, the lg root brace rubber discolored, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.